Manufacturer narrative:
(B)(4): during processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: distal shaft separation requiring medical intervention. Device issue: distal shaft separation. It was reported that a 100% occlusion was observed in the medium third of the anterior descendant artery and angioplasty was performed. It was an emergency procedure because the patient presented with an acute myocardial infarct. After pre-dilatation an attempt was made to implant a 3.5 x 18 mm vision stent. During the sds progression through the guiding catheter, a kink occurred in the sds resulting in fracture. The distal shaft migrated to the inside of the coronary. A snare device was used to remove the separated piece from the coronary. After the occurrence the physician decided to postpone the procedure. No additional event or patient information is available.